Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Son had detached brush head in mouth [device breakage]. No adverse event [no adverse event]. Case description: a parent reported via e-mail on (B)(6) 2016 that his/her son of unspecified age recently had a detached oral-b brushhead, version unknown in his mouth. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.